Manufacturer narrative:
H2) patient information received medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: correction - additional troubleshooting was also done. The representative was unable to replicate the system shut down but there did seem to be power issues as the camera cart became unresponsive. The issue resolved after a reboot. Part replacement was recommended. Previous codes b01, c02 and d02 are still applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced in the field and failed hardware tests. The camera cart touchscreen was frozen and unresponsive. The batteries and uninterruptible power supply (ups) were replaced to resolve the issue. Concomitant medical products: product ID: 9735773, serial/lot #: (B)(4). Product ID: 9735787, serial/lot #: (B)(4). The battery was returned and analyzed. The battery was tested with the accompanying ups for 24 hour period. The ups was unplugged and the battery continued to maintain power with no fails. The ups was returned and analyzed. The ups was tested with the accompanying battery for 24 hour period with no shut down. The ups was unplugged from main power and the battery was able to maintain power as normal. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cranial resection procedure. It was reported that the system started beeping indicating that it was on battery power, but when trying to switch to a different power cable, the system shutdown while plugged in. The site was able to immediately reboot the system and continue. It is unknown if there was a delay in the procedure but there was no impact on patient outcome. The manufacturing representative was on-site and did not experience any power issues when the system was checked.